Manufacturer narrative:
Complaint conclusion: as reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window did not show any red color during retraction. The device was attempted to be deployed outside the patient¿s body, and after several attempts by different users, the button could eventually be depressed by force. A 5f non-cordis vascular sheath introducer was used. The femoral artery's suitability was confirmed by angiography, including an appropriate insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within the last thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before using the exoseal vcd. The exoseal vcd was used during a diagnostic procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received partially depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found partially retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white and red position. No additional anomalies were reported during this visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received partially activated. However, after the plug was manually removed and the deployment lever was fully depressed, the complete indicator wire retraction was achieved. The plug was removed as it was observed that the swelled condition of the plug due to the dry blood observed, it resulted on the impediment of the indicator wire retraction. A high magnification evaluation was conducted to compare the internal mechanism of the device as received and after full depression of the deployment lever. It was observed that the internal mechanism was not completely advanced to achieve the indicator window retraction until the deployment lever was fully depressed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the lever was received partially depressed, as it was reported that the lever was forcefully attempted to be pressed after the procedure. However, during the functional analysis, after removal of the swollen plug, the device was able to be successfully deployed and indicator wire retraction. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and the indicator window turned solid black. When attempting to depress the button, it could not be pressed at all. The indicator window did not show any red color during retraction. The device was attempted to be deployed outside the patient¿s body, and after several attempts by different users, the button could eventually be depressed by force. A 5f non-cordis vascular sheath introducer was used. The femoral artery's suitability was confirmed by angiography, including an appropriate insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within the last thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before using the exoseal vcd. The exoseal vcd was used during a diagnostic procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.